Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), product type catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen of an unknown concentration at an unknown dose via an implantable infusion pump for intractable spasticity. It was reported that the patient was having issue that began "a couple weeks ago" with withdrawing from his pump but now he was fine. The patient just came back from the doctor's and noted the patient had the "itchy, bitchy, twitchy" signs but "it did not last, maybe 10 minutes." The patient had an itch on his back and once he scratched it he was fine. Additional information was received from a healthcare professional (hcp) on 2017-may-24. It was reported that the patient was on 1510 mcg/day at 2,000 mcg/ml. The hcp was going to add indium then wait about 3 days after adding indium to the pump. Per the hcp a dye study was done and everything looked normalso he wanted to do an indium study to see if there might be any micro-fractures. The hcp reported that the patient had spinal hardware in him and scoliosis so the hcp did not want to replace the catheter unless absolutely necessary since it would be complicated to do so. Additional information received from a healthcare provider (hcp) via a manufacture representative reported the hcp suspected the patient was having an catheter problem/leakage and was going to do a radioisotope study on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported the patient experienced full body episodes in (B)(6)2017. Two electroencephalograms (eeg) were done over the summer and determined these were not seizures. The patient was hospitalized. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-may-31. It was reported that following the dye study on (B)(6)2017, the hcp programmed a bolus and monitored the patient. The patient had a positive response to the bolus but continued to have intermittent withdrawal type symptoms. The patient's mother referred to the symptoms as "bad days." The patient was reportedly a cerebral palsy patient, and was verbal enough to discuss his comfort level. It was also noted that the patient was very thin and had a severe case of dystonia (reported as dystopia). The hcp requested manufacturer assistance for any ideas regarding what the issue may be. It was unknown whether any environmental, external, or patient factors may have led to the issue. No surgical intervention had occurred, and it was unknown if surgery was planned. The patient's status at the time of report was alive - no injury. It was further noted that both the catheter and pump had been checked, and there were no issues identified at the time of report.